Event description:
Patient called in to report that the monitor got stuck during the boot up process. Customer care troubleshooted by putting in a new battery but the monitor stays at the boot-up phase. The screen showed boot-up for 3-4 min, then appeared blank. There was no patient injury or adverse event. However, failure to complete the boot up process indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.